Event description:
It was reported that larvae was noticed in the packaging of the bd precisionglide¿ needle during the vaccination. The following information was provided by the initial reporter, translated from portuguese: "larvae inside the primary packaging, observed by the nursing professional during vaccination."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: photo received for investigation by our quality team. Upon visual inspection, foreign matter can be observed. Further evaluation was completed, the presence of a larva inside the packaging of the needle was observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples were evaluated, no defects or issues observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is concluded that it would not be impossible for the larva to have left the production and sterilization process alive if the contamination had occurred during the production of the material. Batch 0353157 of needle precision glide was sterilized on (B)(6) 2021. Comparing the sterilization date of the needle batch with the email date, this time almost totals 1 year, surpassing the life cycle of a larva/fly. Bd plant has implemented improvements in a rigorous integrated pest control system, which includes: weekly technical visits carried out by a company specialized in pest control, where the following are verified: 39 light traps installed at strategic places in the manufacturing area to monitoring and prevent flying insects: the monitoring of light traps is carried out weekly, checking the need to change refills and counting insects. 115 permanent bait points installed inside the plant to capture rodents: monitoring of internal bait points is carried out monthly, to identify possible shelters, nests, and access points. 115 permanent poisoning points installed outside the plant for rodent prevention: monitoring of external poisoning points is carried out monthly, with the objective of identifying possible areas with the presence of rodents in the external area of the plant. Chemical application of the external perimeter, pipes and cafeteria carried out monthly; reports issued in real time directly from the customer access portal of the current company providing the pest control service informing the services performed; air curtains installed over the doors that provide external access to the manufacturing area, warehouse and material shipment, in order to prevent the entry of insects from the external environment; doors with programmed and automatic closing time in the main entrances and accesses of the manufacturing areas; the restaurant is located away from the manufacturing area to avoid attracting insects/pests to the place; it is strictly forbidden to consume food inside the manufacturing areas, including access corridors to the production environment, anterooms, changing rooms, bathrooms and meeting rooms located in the manufacturing environment.

Event description:
It was reported that larvae was noticed in the packaging of the bd precisionglide¿ needle during the vaccination. The following information was provided by the initial reporter, translated from portuguese: "larvae inside the primary packaging, observed by the nursing professional during vaccination."